Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said they feel a shocking sensation when walking through stores. The patient said they feel shooting pain down their left leg that cause them to fall and wobble at times. The stimulation is currently off. The patient said they are seeing their healthcare professional and an x-ray is being done to see if everything is still placed correctly. No further complications were reported.